Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error. Customer's blood glucose value was 140 mg/dl at the time of the incident. Customer were unable to clear the alarm and unable to rewind the insulin pump. Product will be returned device for analysis.

Manufacturer narrative:
Insulin pump was received with a critical pump error alarm and a broken force sensor was detected during seating or regular delivery error due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. The insulin pump was also received with serial number label faded and case cracked behind the pump at the corner of the belt clip rails.